Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and visually inspected and no issues were observed. Data extraction was successful. Low sensor signal was observed. Observed watermark at the base of the tail. Extended investigation is performed. Visual inspection is performed on the returned sensor and no issues were observed. Pcba (printed circuit board assembly) is a flex board. Patch data was extracted. The patch date was found to be in sensor state 8 (error termination). Low signal loss was observed. Upon analyzing the data, the sensor appeared to have experience an on-body sensor tail removal. Accuracy test was performed on sensor. No significant inaccuracies was observed in the electrical current being read by the returned patch during the test, indicating no accuracy issues were present in the returned patch. Temperature readings were consistent with ambient temperature. No other issues were identified. No evidence of a product malfunction was observed during the investigation therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.